Event description:
It was reported that the patient stated they experienced anxiety, heart rate fluctuations including spikes in the nineties and sudden drops to approximately fifty beats per minute, breathlessness, and dizziness. The patient expressed concerns about possible device reset and alleged "glitches" within the leadless implantable pulse generator (ipg), describing a "very weird episode" and stating that the heart's natural rhythm was "shorting out." The patient alleged the event was caused by a solar storm. The event led to an emergency room visit, where paramedics observed heart rate spikes and drops. The patient reported a history of retrograde conduction and stated that prior device programming adjustments had been performed to address this. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.